Event description:
Routine complaint investigation when a consumer reported receiving back to back blood glucose values of 52 mg/dl, 62 mg/dl, 118 mg/dl and 120 mg/dl. These values, when plotted on a clark error grid, show the difference to be clinically significant. No death, serious injury or medical intervention was reported with the event.